Event description:
Late last year about 550 smith's medical model 3500 syringe pumps were upgraded at our facility. The upgrades include the replacement of the main processing circuit board "motherboard." We have experienced 62 board failures since the upgrade. When the pump is turned on, the display backlight comes on, but nothing else appears on the screen. The red alarm indicator lights and the pump will emit a constant high pitch tone. We are not aware of any failures occurring during an infusion. The board part # is g6002728.====================== manufacturer response for syringe pump, medex======================they have been replacing the boards under warranty, however the lead-time is too long causing the pumps to be out of service.